Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead would not capture even at high outputs. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.